Event description:
It was reported that the anchor was used exactly as the IFU describe, but when the inner screw in the anchor was tighten and the inserter made the correct click noises, a piece or the hole inner screw was broken when the inserter was realized from the anchor. The piece was lost in the joint fluid and couldn¿t be find after some time searching. There is no guarantee that it has got out from the joint in the waist fluid or if it still is in the joint or the hip capsule tissue. When it is in peek material it couldn¿t be found with the x-ray during surgery. The rest of the bioraptor knotless anchor is still in correct place in the joint and the suture seams to stay in place to fixate the labrum during surgery time. No patient injury reported. Back-up device was available.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.